Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead replacement (1627487-2026-02145) when attempting to remove the lead, the lead broke and was left partially in the patient.